Event description:
It was reported that prior to a ptca procedure, it was identified that the box packaging and actual product were labeled as 14361-25, ranger 20mm 2.5, lot 1036881. The inside pouch was labeled as long bandit 30mm 2.0, lot 1036881. No pt injuries or complications occurred.